Event description:
Hematologist was using bone marrow biopsy needle to aspirate bone marrow from a pt and the needle broke inside the bone. The needle fragment had to be remove under imaging and anesthesia.